Event description:
It is reported that during surgery on (B) (6) 2009, the liner would not seal into shell due to defect with o-ring. Surgery was completed with another device. Surgery was delayed by 45 minutes.

Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the trilogy multi-holed shell locking ring was bent radially near the tab window with the wire slanted inward as well as twisted approximately half-way around the circumference. It is unknown whether the liner was inserted as per surgical technique. As the surgical notes are unavailable, it is most likely that the locking ring was misaligned and when the poly liner was inserted, the locking ring may have been deformed. This may have caused the locking ring to not mate properly with the poly liner. However, no definitive cause analysis can be completed with certainty. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.